Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 381 mg/dl and an injection of insulin was administered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be within the cartridge. The customer indicated that the cartridge would be changed.